Event description:
It was reported that the right atrial (ra) lead had high pacing thresholds. The lead was explanted and replaced. No patient complica tions have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5024m implantable pacing lead 1999 (B)(6). (B)(4).